Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during retraction of the trials, the dura mater was injured. Radical retractor was used as protection for the dura, but this was pushed aside during retraction. During retraction of the trials the rash hammer was used so that the knocking out is orthograde. Dura was successfully sewed. Since the rear end of the trials are not rounded, the approach has not been expanded gently enough during retraction. This report is for an unknown t-pal spacer. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown t-pal spacer, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.